Event description:
It was reported to philips that, when the device was turned on, it had a white blank screen. There was no patient involvement.

Event description:
It was reported to philips that, when the device was turned on, it had a white blank screen. A philips repair bench technician evaluated the device. The technician confirmed device has white screen and there is a short in the pcmcia wires causing intermittent interference with the display. To correct the issue, the pcmcia wire plug will be replaced. The technician replaced the pcmcia wire plug. The device passed all performance assurance tests and was returned to the customer.